Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, the device was unable to be interrogated. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
As received, the device had intermittent telemetry due to the device being in backup mode and low battery voltage (eol level). Analysis performed after installing a new battery and reloading the product code did not find any anomalies, the inductive telemetry was operating normally. The device reverted to backup vvi mode consistent with low battery voltage fluctuation. The device met the projected longevity and is considered normal battery depletion. The reported complaint of unable to interrogate device was confirmed.